Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmission showed that there were high ventricular rate (hvr) episodes due to ventricular undersensing. No device adjustments or clinical interventions were performed. The clinic will continue routine remote monitoring. The patient was in stable condition.